Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported that they made a mistake and punctured a hole in one of the lines of the disposable cassette. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide states that the user has to inspect the disposables cassette for damage and if damage is found, then the user is to ¿obtain a new disposable set¿ in order to avoid possible contamination of the fluid pathways. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient had seen a small hole in the patient line during peritoneal dialysis (pd) therapy. The reported event was identified during drain 1 of 4, while the patient was connected. The patient stated that the patient line got caught between the vent and the floor. The patient then pulled on the patient line to dislodge it from the vent and floor causing the hole. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.